Manufacturer narrative:
The device was returned for analysis. Returned product consisted of the proximal portion of the guidezilla guide extension catheter. Only the hub, hypotube and collar with the shaft in it were returned for analysis. The distal shaft was not returned for analysis. The portion of the returned shaft and collar were microscopically and visually examined. Inspection of the device revealed the shaft was detached at the collar with damage to the shaft inside the collar. Inspection of the remainder of the device presented no other damages or irregularities.

Event description:
Reportable based on device analysis completed on 05mar2019. It was reported that the device could not cross the lesion. The 85% stenosed, 27mmx3.5mm taget lesion was located in the severely tortuous and severely calcified left circumflex artery. A guidezilla guide extension catheter was selected for use. During procedure, the device could not cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, analysis revealed a detached shaft. It was further reported that the damage did not occur during procedure; however, it is unsure when it happened.